Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
An end user reported on-going skin irritation since (B)(6) 2015 that has never resolved and is now worse. The condition improved somewhat but then worsened and migrated under the mass. According to the end user, the affected area is bright red with a small amount of weeping from the distal portion; normal wear time is 3-4 days although he has been changing the device every two (2) days. The end user received a prescription for kenalog spray and is also currently using cavilon as part of his treatment regimen.

Manufacturer narrative:
This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 17, 2016, (B)(4).